Event description:
It was reported that the day after the implant procedure, this right ventricular (rv) lead exhibited decreased signal amplitude measurements and increased capture threshold measurements due to suspected dislodgement. The rv lead was subsequently surgically repositioned to resolve the event and no additional adverse patient effects were reported. The lead remains implanted and in-service.